Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2007, the patient was suddenly no longer able to hear with her device. The external parts were checked and did not show any failure. There is no history of trauma. Testing confirmed that the device has malfunctioned.